Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for increased sensing integrity counter (sic) and pacing impedance variation. Additionally, high rate non-sustained episodes also showed noise and oversensing. A fracture of the rv lead was suspected. The rv lead was explanted and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretchi ng/overstress. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.